Event description:
When initiating either a breath or a 2 minute alarm, unit shut off then rebooted back, was reproduced by respiratory manager. No pt injury occurred. Troubleshoot found defective internal connection cable intermittent, when cable is moved unit shuts off. Replaced internal cable, calibrated function check tested all ok.